Manufacturer narrative:
A ge rep evaluated the system and removed and replaced the hard drive. Reloaded software and config files. Verified system operation. Saved test pt with 18 images, cycled power and retrieved images without issues. Verified system is operating as intended.

Event description:
Customer reported the right monitor is locking up and the system is not saving images. No pt injury was reported.